Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Attempted to implant the locking screw in the variax clavicle plate but it couldn't be lock. The screws were placed without locking.

Manufacturer narrative:
The reported event that superior lateral plate variax clavicle 7 hole / right was alleged of issue s-35 (no locking effect) could not be confirmed, since the device was not returned for evaluation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on our risk management file, the most likely root cause is attributable to a user(ur) related issue. Some of the possible causes are : improper contouring/bending of the plate or angle of screw insertion over 15° from axis. The device inspection was not possible as the product was not returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Although the variax plates are pre-contoured to fit to a range of anatomies, sometimes the plates may be contoured to adapt to individual patient anatomy. The operative technique stresses that design requirements are strict when it comes to shaping a plate to the clavicle, such as, the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole. We cannot exclude the possibility of bending of plates in improper manner, such as excessive plate bending, which may lead to failure of the locking mechanism and should be avoided. Additionally, note that the insertion angle of the locking screw should be a cone with 30° angle. Any excesses in the angulation might lead to the non-function of the locking mechanism and even the damage of the thread of the screw. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If device is returned or any further information is provided, the investigation report will be reassesed. The instructions for use clearly instructs the user that ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. It also instructs that the ¿contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker instruments and in accordance with the specified procedures (see operative technique).¿ operative technique instructs that ¿design requirements are strict when it comes to shaping a plate to the clavicle. For example, the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole.

Event description:
Attempted to implant the locking screw in the variax clavicle plate but it couldn't be lock. The screws were placed without locking.